Event description:
It was reported the system failed to boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.